Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was implanted therefore the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)¿ incomplete. Depuy synthes has been informed that the lot number is not available. Associated medwatch report number: 1221934-2017-50148.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial or first follow-up medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The lot number is not currently available. Associated medwatch number: 1221934-2017-50148.

Event description:
It was reported that the suture was damaged in the middle. There were no patient consequences. The information being submitted for this complaint all the details that are known/available at this time regarding this event. Received additional information from affiliate on 01/05/2018. It was reported that just after insertion of the implants, before pulling on the suture, the suture has frayed and it has to be removed from the knees, implants stayed behind the meniscal wall. There was 5 mins delay and both turespans had the same failure. The procedure was completed with another truespan.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete.

Event description:
It was reported that the suture was damaged in the middle. There were no patient consequences. The information being submitted for this complaint all the details that are known/available at this time regarding this event.